Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device would not preload the clips and would not feed into the jaws manually. The clips were ejecting from the jaws. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Empty fired through lockout. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed". No functional testing to evaluate dropping or ejected clips. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.